Event description:
Event description guidant received information that the ventricular channel of this cardiac resynchronization therapy defibrillator (crt-d) was farfield oversensing atrial events, resulting in pacing inhibition. The device was programmed to rv least and this did not help. The atrium was paced and the cross chamber blanking was increased to 85ms and the problem was intermittent. The av delay (avd) was reprogrammed to 70ms and the problem was not seen. During a check in the lab, the av delay was increased to 120ms and farfield oversensing was again observed.